Event description:
The customer tested his blood glucose using his contour meter and a friend's breeze meter. The contour read 358 mg/dl, while the breeze meter read 126 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer performed control tests and the results fell within the normal control range. No product will be returned for evaluation.